Event description:
A site representative, nurse, reported that while in a cranial procedure, the software exited to the medtronic splash screen when entering the register task. In trouble-shooting, the system was re-booted and the software launched normally, however, received an error at the registration page "not enough memory to create 3d model". Deleting 15 exams did not resolve the issue. It was determined that they were running cranial 2.1 and that exam was 512x512 with >700 slices. Using an exam with fewer slices, 235, enabled normal registration. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient logs/exams not returned to manufacturer for analysis.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. A more recent version of synergy cranial software incorporated changes to prevent this anomaly from occurring.